Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011953 in question was manufactured at the reynosa site. DHR review: the lot 6011953 was manufactured according to the work instruction (wi) version 121 and manufactured in the line l4 li39 on 06-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b05638 was manufactured according to the form version 09 and manufactured in the machine itl01, on 07-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b00188 was manufactured according to the form- version 09 and manufactured in the machine itl01, on 02-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set tubing detachment events on (B)(6) 2025. The site of detachment was from hub. The infusion set was in use for couple hours. The blood glucose levels was high and patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.